Event description:
Reported blood glucose results of "lo (lo indicates the blood glucose is <mg/dl) and 121 mg/dl" with a lifescan meter, performed within 10 minutes of each other, neither treatment nor injury was indicated. The patient had no control solution to test the meter and strips. All product was replaced.